Manufacturer narrative:
Date of event: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg site (event date not known) due to the ipg not lying flat. Surgical intervention was undertaken on (B)(6) 2020 during which the ipg was relocated. Stimulation was restored and pain resolved following the procedure.